Event description:
Reportedly, when the operator at the user facility booted up the ventilator, the display showed white screen. There was no pt involvement in this case. This issue could not be duplicated by the distributor.